Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be damaged. During the investigation, liquid was observed passing through the damaged portion of the cannula and not exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 290-315mg/dl while wearing the pod on his hip/buttocks for longer than 48 hours. He was given about 5 units and his levels did not come down. Treatment included insulin and water. The upper half of the adhesive was bloody and seemed to have insulin on it. The device was returned for evaluation.